Event description:
Patient implanted with sternal primary plating (3 plates, manubrium, xiphoid, h-plate at midline) on (B)(6) 2012. Screws were palpable to pt and prompted revision surgery on (B)(6) 2012. Follow up x-rays were inconclusive due to hardware causing scatter" effect. Three screws on the h-plate were noted as backing out. The h-plate and 3 screws were removed and replaced. One screw was noted as migrating out of the xiphoid plate. Surgeon re-tightened and seated migrating screw back into xiphoid plate. This is the 6th of 6 reports submitted on this event.

Manufacturer narrative:
Investigation is still in process. From a design perspective, the mating features between the screws and the plates were evaluated. Thus, the threads are compatible as designed. When the screw is fully inserted into the plate, the parts will mate as designed. The technique guide addresses proper screw insertion. The exact cause of the screw loosening based on the provided info and returned devices could not be determined, as eight screws were returned that appeared identical so it is not possible to identify which devices the complaint is on and the h-plate was not returned, therefore, the corresponding thread cannot be assessed for mating. However, the design of the threads on the plates and screws would allow them to mate properly. In addition, the returned screws appear functional and include all necessary cross-slots and threads.